Event description:
The patient was seen because he felt two shocks on august 2, 1998. The stored electrograms showed noise. The pocket was opened on august 10,1998, to investigate the noise source. The leads and connections were checked and tested. At this point, the device was suspected to have a damaged output circuit. The decision was made to explant the device.